Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be duplicated; the returned device was tested with multiple olympus scopes and a video processor with no error messages noted. The reported problem of crack at connection point was confirmed. Additional evaluation findings are as follows: worn socket slider switch, causing intermittent use of high intensity mode; corrosion inside air pump tubing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred and a crack was noted at the "connection point." This report is submitted due to the report of a "b30" error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the b30 error be duplicated/reproduced. Olympus will continue to monitor field performance for this device.